Event description:
The account alleged the nurse call has no function. No injury reported.

Manufacturer narrative:
The technician found bent pins on the side com cable connector. No further information is available on the repair of the bed at this time.